Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the customer through the process, after which the error did not reoccur. The customer successfully started their sensor session following the resolution.